Event description:
It was reported that during a da vinci surgical procedure, the customer reported that in the body of the maryland bipolar instrument, the pins were loosen at the junction of the bipolar cable. The instrument could not be used again and had to be exchanged. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the bipolar insert was found to be dislodged from plug riser and it was partially sticking out. The insert could have not be fully seated in the chassis or it could have been pulled out when bipolar cord was removed. Inspection of insert showed retention tabs pinched inwards, which reduces engagement with the plug riser. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were 0.080 - 0.200 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.